Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a problem when went to insert sensor. The customer¿s blood glucose level was 584 mg/dl at the time of the incident. Customer declined troubleshoot. The product was not returned for analysis.